Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical sales representative and obtained the following additional information: the procedure was completed laparoscopically because the system was down and was not able to be fixed with a power cycle. The customer could not bring in another tower because that dv5 was also effected by the power surge at the hospital. Additional ports were not placed and the port size incision was not increased. There was no injury or harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, customer reported the operating room (or) lost power. The system powered back on with an error 307. Customer had tried to power cycle the system multiple times with no change. Customer tried to hard-power-cycle the vision side cart (vsc) with no change. Technical support engineer (tse) explained that an field service engineer (fse) site visit would be required to resolve the error. There was no reported injury.